Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a series of power up events timestamped with 01/01/2000 at 00:00:06, which implies that the rtc lost battery power while the controller was powered off. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. To verify if the real time clock was working, the controller date and time was set to the correct time and left to run for over an hour. It was able to keep an accurate date and time even after a day had elapsed. The temporary reset was most likely due to a discharge of the battery during storage. The most likely root cause of the reported event can be attributed to coin cell run down. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that during routine log file analysis, it was noted that there was a real time clock error due to a depleted internal battery. I was recommended by a manufacturers representative to exchange the controller if the patient could tolerate it. The controller was exchanges with no reported consequence or impact to the patient. No further information was provided.